Manufacturer narrative:
Qn# (B)(4). The facility has communicated that the device is not available for evaluation. P/n 382800 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 125 staplers were taken from the current production from p/n 382805 durahook 1/4 hook 10 pkg/bx 6 hks/pkg lot# 73l1800875 the staplers were visually inspected and issue reported "hook broken" was not observed in the current manufacturing process. A device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hook was placed in the skull skin flap during procedure. Hooks were removed after the case. It was later noticed that one of the hooks was broken. There was no reported patient injury.